Manufacturer narrative:
Other relevant device(s) are: micra, mc1vr01-delsys / expiration date: 14-feb-2021 / serial#:(B)(4), UDI #: (B)(4), device available for evaluation: no, dev rtn to MFR: no, mfg date: 28-aug-2019, labeled for single use: yes, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the leadless implantable pulse generator (ipg), pulling of the tether caused a dislodgement. The leadless ipg was retrieved using a snare and was replaced. No patient complications have been reported as a result of this event.